Event description:
It was reported that during a bowel resection operation, in the middle of the staple line, some staples were missing. Sutured over the place in the staple line where the leakage was. No pt consequence reported.